Event description:
The customer called to report a no delivery alarm during a bolus attempt. The customer had not changed the infusion set to resolve the issue. Troubleshooting was performed and the insulin pump passed the prime test. The customer also stated that she went to urgent care for treatment of high blood glucose levels. The customer reported a blood glucose reading of 552 mg/dl. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.